Event description:
The complainant reported a 70-year old male with persistent access site bleeding coinciding with impella support. Due to the noted condition, the decision was made to explant the pump from the right femoral artery and a second pump was implanted in the existing left femoral artery sheath.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp ¿assess access site for bleeding and hematoma.¿ introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The cause of the access site bleeding was anticoagulation management related due to improper anticoagulation: high acts.